Event description:
(B)(6)2024, it was reported by a sales representative via email that an ar-1370c biocomposite interference screw and an ar-4020c-07 fastthread biocomposite interference screw ripped the suture tied to the graft during the fixation of the graft to the femur. This caused the graft to have to be whip-stitched multiple times. The case was completed using a biotenodesis screw 8x23mm. This was discovered during an mpfl reconstruction procedure on (B)(6)2024. Additional information received on 11/6/2024: the suture that broke was an ar-7234 fiberloop. The case suture was removed and replaced with another ar-7234 fiberloop. The anchors were also removed, and an ar-1580bc biocomposite-tenodesis screw was used. There was no delay in the case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.